Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and it was found that the unit did not heat. It was determined that the unit did not heat due to an opened thermistor. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause for the issue could not be established. All units are 100% tested at the manufacturing facility; therefore, a defect of this type would be detected prior to release.

Event description:
The customer alleges that the unit would no longer heat. No patient injury reported.

Event description:
The customer alleges that the unit would no longer heat. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. The device was manufactured on 06/09/2014. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.